Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iabc (intra-aortic balloon cathater) did not fully unwrap during use. To continue therapy, another iab catheter was inserted into the same insertion site. The patients current condition is reported as " unknown, shipped out to a sister hospital for surgical revascularization".

Event description:
It was reported "iabc (intra-aortic balloon catheter) did not fully unwrap during use. To continue therapy, another iab catheter was inserted into the same insertion site. The patients current condition is reported as " unknown, shipped out to a sister hospital for surgical revascularization".

Manufacturer narrative:
(B)(4).